Event description:
The event is reported as: the customer reports that the package is torn. The reported issue was detected during incoming inspection by the distributor (imj). A total of six devices were reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.